Manufacturer narrative:
The biomedical engineer reports that the bedside monitor is power cycling on its own and giving errors. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The unit had a system clock error and was set to the year 2000. The main board was changed to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the bedside monitor is power cycling on its own and giving errors.